Manufacturer narrative:
(B)(4). A system error (se) 2367 found during a review of the patient alarm log of the homechoice (hc) device was confirmed. The root cause was undetermined.

Event description:
A system error (se) 2367 (air in line) alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2011. Phase and cycle information are not available in the event log. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.